Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens of -13.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Exessive vault, elevated iop, blurred vision, glare/haloes, unreactive (fixed) pupil of 5mm, and shallow anterior chamber were reported. On (B)(6) 2022 the lens was explanted. On (B)(6) 2022 a shorter length lens was implanted. This resolved the problem. The cause of the event is reported as other.